Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported conflicting sofia sars results for 1 patient. The patient's first test provided a positive sofia sars result. The patient was retested and received a negative sofia sars result. No confirmatory testing completed. It is unknown whether the patient was asymptomatic or symptomatic.